Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for a couple of days between 3 am and 6 am they felt the urgency to urinate and went, but then the rest of the day they were not able to go at all. Patient said this morning they had been gone maybe 3 times already. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient had an appointment with healthcare provider on friday. Additional information was received from a patient. They reported that they saw hcp on friday and were told they could try turning the stim upto see if that would help because they aim for them to drain 100-200 cc. Assisted patient with increasing stimulation to a comfortable level. They would maintain stimulation level and would continue to monitor symptoms. Redirected to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the patient did experience urinary retention prior to the device. Their retention had not worsened as a result of the device or therapy. Catheterization was the patient's 'standard of care' prior to the device. As resolution, the patient was coming in for a urine culture on (B)(6) 2025.